Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a cerebral artery aneurysm using penumbra smart coils (smart coils). During the procedure, the physician assistant prematurely inserted a smart coil into another manufacturer's microcatheter before an angiography was performed. Therefore, the physician decided to remove the smart coil. Although the physician did not report experiencing resistance , the smart coil unintentionally detached within the microcatheter while being removed. The microcatheter was therefore removed and the detached smart coil was flushed from it. The procedure was completed using a new smart coil and the same microcatheter without further issues. The physician used a rotating hemostasis valve (rhv) during the procedure and the microcatheter was flushed prior to advancing the first smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock on the proximal end of the penumbra smart coil (smart coil) pusher assembly was intact. The embolization coil was detached from the pusher assembly, and the proximal constraint sphere was intact with the embolization coil. The embolization coil was damaged in multiple locations, and appeared to have damage resulting from forceful interaction with the introducer sheath. The proximal constraint sphere outer diameter (od) and the distal detachment tip (ddt) inner diameter (ID) were measured to be within specification. Conclusions: evaluation of the returned device revealed that the embolization coil was severely damaged in multiple locations, and appeared to have damage due to forceful interaction with its introducer sheath. If the introducer sheath is not properly seated in the hub of a microcatheter during advancement of the smart coil, the embolization coil may anchor and start taking shape inside the hub. If the embolization coil is then pinned against the hub by the introducer sheath and then retracted, the observed damage may occur. Further evaluation of the returned smart coil revealed that the pet lock was intact, and the embolization coil was detached. The embolization coil¿s proximal constraint sphere od and the pusher assembly¿s ddt ID were measured to be within specification. If the smart coil is forcefully retracted while the embolization coil is pinned inside the hub, the polymer section of the pusher assembly may elongate, causing the ddt to advance beyond the reach of the pull wire, and subsequently causing the embolization coil to unintentionally detach. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a cerebral artery aneurysm using penumbra smart coils (smart coils). During the procedure, the physician assistant prematurely inserted a smart coil into another manufacturer's microcatheter before an angiography was performed. Therefore, the physician decided to remove the smart coil. Although the physician did not report experiencing resistance , the smart coil unintentionally detached within the microcatheter while being retracted back into the introducer sheath. The microcatheter was therefore removed and the detached smart coil was flushed from it. The procedure was completed using a new smart coil and the same microcatheter without further issues. The physician used a rotating hemostasis valve (rhv) during the procedure and the microcatheter was flushed prior to advancing the first smart coil. There was no report of an adverse effect to the patient.